Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n121206, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
Review of this event, following additional information being received, showed that there is no evidence to reasonably suggest that the device in this report had malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4).

Event description:
Additional information was received. It was indicated that the actual volume in the reservoir on (B)(6) was 4.0ml, not 8.0ml.

Event description:
It was indicated that the patient¿s pump had not shown any reservoir volume discrepancies; however, a series of five volume discrepancies were provided. On (B)(6), telemetry showed that the reservoir volume was expected to be 3.6ml, but it was actually found to be 3.8ml on (B)(6), 3.6ml were expected, but 8.0ml were found in the reservoir. There was another discrepancy on (B)(6) where the reservoir was expected to contain 7.8ml, but the reservoir actually held 8.2ml. Next, on (B)(6), telemetry showed that the reservoir should contain 1.7ml; however, the reservoir held 2.2ml. On (B)(6), the expected reservoir contents were 3.6ml, and the actual reservoir contents were found to be 3.5ml. There were no symptoms reported with relation to the volume discrepancies, the drug in the pump at the time of the discrepancies was unknown, and there were no known interventions performed. Further follow-up was being requested to obtain additional information.